Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer resolved the issues by reloading or changing the cartridge and insulin therapy was resumed. Additionally, it was reported that multiple intermittent occlusion alarms occurred. Reportedly, a supply change was performed resolving the occlusions. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.